Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified mid left anterior descending artery that is 100% stenosed. The 2.5x38mm xience skypoint stent delivery system failed (sds) to cross due to anatomy. Resistance with anatomy was also noted during removal of the sds. A non-abbot stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.